Manufacturer narrative:
This follow up correction is being issued because the initial report was incorrectly submitted under exemption #e2015025, which was revoked effective june 30, 2019. The request for correction was made by (B)(6), MDR program expert at FDA.

Event description:
Lift was provided to dealer for a trial with their client. Dealer sales rep, occupational therapist, and family were present during the trial. Client was lifted by the equipment, suspended for about 1 minute before the begun to move them. Once they begun to move the carina, the connection point between the clevis pin and the boom broke and the client fell and hit her head on the leg of the floor lift. Client's head began to bleed; she was attended to by ems and hospitalized for 1 day.

Manufacturer narrative:
Handicare USA, the importer, notified the manufacturer, handicare ab, of the incident on (B)(6) 2020. This unit has not yet been returned. When received, it will be sent to handicare ab for investigation. A follow-up report will be submitted with the findings of the investigation.

Event description:
Lift was provided to dealer for a trial with their client. Dealer sales rep, occupational therapist, and family were present during the trial. Client was lifted by the equipment, suspended for about 1 minute before they begun to move them. Once they begun to move the carina, the connection point between the clevis pin and the boom broke, and the client fell and hit her head on the leg of the floor lift. Client's head began to bleed; she was attended to by ems, and hospitalized for 1 day.